Manufacturer narrative:
(B)(4). The complaint rt265 infant dual-heated evaqua2 breathing circuit is currently en route to fisher & paykel healthcare (f&p) for evaluation. We will provide a follow up report upon completion of investigation.

Event description:
A healthcare facility in canda reported via a fisher & paykel healthcare (f&p) field representative, that three rt265 infant dual-heated evaqua2 breathing circuits failed the ventilator leak test before use. There was no patient involvement.

Manufacturer narrative:
(B)(4). Method: the rt265 infant dual heated evaqua2 breathing circuit was returned to fisher & paykel healthcare (f&p) in new zealand for investigation where it was visually inspected and leak tested. Results: visual inspection of the returned circuit revealed no damage was found to any of the breathing circuit or the dryline. Leakage testing indicated that the breathing circuit was outside of specification. Additional testing of the device showed that the leak was from the swivel. Conclusion: we were unable to determine the cause of the swivel leak. All rt265 infant dual heated evaqua2 breathing circuits are visually inspected and pressure and flow tested during production, and those that fail are rejected. The subject infant breathing circuits would have met the required specifications at the time of production. Our user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." "Ensure appropriate ventilator or flow source alarms are set before connecting breathing set to patient."

Event description:
A healthcare facility in canada reported via a fisher & paykel healthcare (f&p) field representative, that three rt265 infant dual-heated evaqua2 breathing circuits failed the ventilator leak test before use. There was no patient involvement.